Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens, -6.5/2.5/89 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2011. The reporter indicated the lens had an low vault. The lens remains implanted but the surgeon plans to explant and exchange the lens.

Manufacturer narrative:
Updated to adverse event. Updated description of event: the reporter indicated that the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens -6.5/2.5/89 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6) 2011. The reporter observed a low vault so the surgeon explanted the lens. No information regarding the details of the secondary surgery has been provided despite the requests for details. Product evaluation: lens was returned in a microcentrifuge vial with clear surgical residue on product. Visual inspection found the haptic torn and bent with residue on the lens surface. (B)(4).